Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) with the dilator outside the sheath, and blood in the device. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed a kink in the sheath 5cm proximal of the tip. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that the device became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. While positioning the was in the laa of the patient, it became kinked. The procedure was continued using the same was and successfully completed with a closure device implanted in the laa. There were no complications or consequences that were reported to have occurred.

Event description:
It was reported that the device became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. While positioning the was in the laa of the patient, it became kinked. The procedure was continued using the same was and successfully completed with a closure device implanted in the laa. There were no complications or consequences that were reported to have occurred.